Manufacturer narrative:
The complaint occurred after introducer was removed. This record will be closed as non-product issue (npi). After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50.

Event description:
An impella 5.5 was placed via the axillary access graft site for the support of a 66 year old female patient who had been admitted in with cardiomyopathy and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes and vasopressors and a vent for respiratory needs. The 5.5 position was confirmed by imaging and the sheath was removed and the pocket was closed. After 10-15 minutes of support she experienced hypotension and the surgical team re-imaged with tee echo to observe there was an effusion. The team performed a pericardial window to drain and the bleed persisted so, team lifted her heart and this revealed there was a large defect in the left atrium. The attempted surgical repair and transfusion, but this failed and the patient expired. The team did acknowledge that the patient had multiple ablations prior to the effusion and left atrium defect, which could have been a contributing factor. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.